Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again, which the caller acknowledged.